Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 the patient reported an occlusion issue with the one infusion set due to bent cannula. The symptoms were noticed 3 or more hours after insertion, and the site was in the abdomen. The infusion set was not in use for more than 72 hours, and the site area was not impacted. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. The patient resolved the issue by changing the soft cannula infusion set and resuming insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.